Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, withdrawal difficulties occurred. The 99% stenosed, calcified, target lesion was in the moderately tortuous proximal left anterior descending artery (lad). The left main trunk through the distal lad had been predilated with a 2.0 x 15 mm non-bsc balloon catheter. A 2.75 x 32 mm taxus express2 drug eluting stent (des) had been advanced but could not cross the lesion. During withdrawal, the stent got caught on the 6f non-bsc guide catheter. The physician was able to remove the stent delivery sys along with the guide catheter. The procedure was completed with a 2.75 x 16 mm taxus express2 des and a 2.5 x 20 mm taxus express2 des. There were no pt complications reported with the pt's current condition listed as "good."